Event description:
The international customer reported the ventilator failed pre-use testing. Upon evaluation, the manufacturers field service engineer reported the ventilator had a vent inop exhalation motor error. The device was not in use therefore there was no patient involvement or harm. Vent inop, when in use in normal ventilation mode operation, will stop providing ventilatory support to the patient. The service engineer reported the cables to the exhalation motor controller pcb board were reconnected and the problem resolved.

Manufacturer narrative:
Reconnected cables.